Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event can not be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 10 reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: above the electrode blade is a translucent plastic tube that can be positioned at varying lengths to effectively capture the surgical smoke plume as it is created. With the electrosurgical generator off and the electrode blade cool, position this tube as near the point of the tissue interaction as possible without obstructing the view of the target tissue. Keep the active electrodes clean. Build-up of eschar may reduce the instrument¿s effectiveness. Do not activate the instrument while cleaning. Injury to operating room personnel may result. Additionally, the IFU also advises the user that if original blade is removed, visually confirm new blade is completely inserted and secured before activating the pencil. Never force the blade into the pencil. Rotate the pencil if the smoke tube is obstructing view of the insertion point. Inspect instruments and cables for damage prior to each use, especially the insulation of laparoscopic/endoscopic instruments. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
This complaint was created due to the receipt of a medwatch report (mw5178497) received on 24nov2025. A search of the complaint system has not found a complaint reported for this device during this timeframe. The report was found to be written against the plp2020, elite surgical smoke evacuation pencil. The incident occurred on (B)(6) 2025. The report states that the ¿smoke evac pencil plastic sheath broke into pieces during surgery. Surgeons had to stop and find pieces.¿ the health effect - clinical code was reported as 4580: insufficient information. It was not reported if all the pieces were successfully removed from the patient and as the reporter elected to remain anonymous, this information cannot be obtained. This report is being raised due to the reported injury of possible retained foreign body.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
This complaint was created due to the receipt of a medwatch report (mw5178497) received on 24nov2025. A search of the complaint system has not found a complaint reported for this device during this timeframe. The report was found to be written against the plp2020, elite surgical smoke evacuation pencil. The incident occurred on (B)(6) 2025. The report states that the "smoke evac pencil plastic sheath broke into pieces during surgery. Surgeons had to stop and find pieces." The health effect: clinical code was reported as 4580: insufficient information. It was not reported if all the pieces were successfully removed from the patient and as the reporter elected to remain anonymous, this information cannot be obtained. This report is being raised due to the reported injury of possible retained foreign body.